Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a non-medtronic 6fr sheath and 6mm spider fx embolic protection device during treatment of a 150mm lesion in the patient¿s proximal, mid and distal superficial femoral artery (sfa) and popliteal artery. Vessel diameter reported as 6mm. The lesion is described as being calcified, fibrous and plaque. The lesion exhibited 80% stenosis. Severe vessel calcification and slight tortuosity are reported. IFU was followed. Vessel pre-dilation was performed. It is reported that multiple successful passes were made using the hawkone catheter. On removal, a loop was noted on the wire, so the physician attempted to remove the spider fx and hawkone in tandem. During removal severe resistance was felt and the hawkone hand shaft is reported to have been removed. The physician reports the nosecone detached and was stuck in the sheath. The physician then removed the entire sheath including nosecone and wire and held manual pressure to complete the procedure. No injury reported for the patient.

Manufacturer narrative:
Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation along with a cutter driver and a spider fx. No other ancillary devices were included. The hawkone was returned with the distal assembly fractured at the proximal portion of the coiled housing. The fractured off portion of the distal housing of the hawkone showed the spider fx capture wire loaded in the guide wire lumen. The spider fx filter assembly showed no damages and observed biological debris inside the filter basket. Approximately 21cm of distal portion of the capture wire was exposed outside of the distal tip of the hawkone. At the proximal end of the hawkone detached tip showed the capture wire looped back around itself. The guide wire lumen at the proximal end of the hawkone fractured off and covered portions of the capture wire. The ptfe of the capture wire was worn away at the areas of the bends. The distal assembly of the hawkone which fractured off showed the location of the fracture at the proximal area where the coils initiate and distal to the anchor pockets. The tecothane remained intact and the coils within the housing stretched proximally. The proximal portion of the returned hawkone showed the straight fracture distal to the anchor pockets and a second area of fracturing of the platinum iridium coil was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no intervention was required. No parts of the spider fx detach. The devices were removed safely from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.